Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the returned instruments confirmed the complaint. The root cause is attributed to misuse. Once the trial sleeve has been seated if any bone fragments/uneven surfaces exist from the earlier neck resection it is suspected that users are leaving the trial in place when cleaning up / filing off any extra bone and in turn damaging the top surface of the trial sleeve. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The sleeve trials have become rounded off inferiorly and are difficult to remove.